Event description:
The customer (B)(6) reported that the patient underwent a scheduled revision of a femoral head and acetabular liner for the left hip on (B)(6) 2015 at (B)(6) hospital. The customer reported that some black coloured debris was seen within the femoral head when removed from the stem taper and some debris was on the taper as well. The customer reported that the surgeon was concerned about the taper wear from the femoral head. The patient's blood cobalt levels were reported to be slightly raised with a value of 35nmol/l in (B)(6) 2015. The date of the primary implant was given as (B)(6) 2012.

Manufacturer narrative:
An event regarding femoral head corrosion and elevated ion levels involving a trident liner was reported. Conclusions: the femoral head was returned and confirmed to exhibit evidence of corrosion. There is no indication that the product, the insert, reported in this investigation may have contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer tekno reported that the patient underwent a scheduled revision of a femoral head and acetabular liner for the left hip on (B)(6) 2015 at (B)(6). The customer reported that some black coloured debris was seen within the femoral head when removed from the stem taper and some debris was on the taper as well. The customer reported that the surgeon was concerned about the taper wear from the femoral head. The patient's blood cobalt levels were reported to be slightly raised with a value of 35nmol/l in march 2015. The date of the primary implant was given as (B)(6) 2012.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.